Manufacturer narrative:
The cc has been updated to reflect analysis of the returned products. Complaint conclusion: during angioplasty two palmaz genesis stents slipped off of the balloon while crossing the sheath valve. There were no adverse consequences for the patient. There were no kinks or other damages noted prior to inserting the product into the patient. Resistance/friction was encountered while inserting the balloon through the rotating hemostatic valve. The target lesion was the iliac but the stents never reached the artery as they slipped off the balloons while crossing the sheath valve. The stents were not manipulated during prep and were properly mounted on the system when inspected prior to use. The stent delivery systems were prepped according to IFU guidelines and were used with a 7f sheath. Prior to inserting the stent delivery systems in the catheters the balloons were not inflated or partially inflated and there was no negative pressure applied. The inflation device was in the neutral position when the system was being advanced/withdrawn. A non sterile sds pg on opta pro 39mmx9mm bil 80cm was received coiled inside a plastic bag. The balloon does not present evidence that it was inflated or deflated. The stent was received mounted on the shaft and not expanded, also the stent slipped off the balloon to proximal side. No other visual anomaly was observed on the received unit. The device was observed under microscope at 16x of magnification and it was found the mark of the stent in the balloon, also it could be noted the original position of the stent in the balloon, since it could be noted at the proximal side. No other anomaly was detected during the analysis. A dimensional analysis was performed for the applicable characteristics and all the dimensional requirements passed. "ID gw measurement per pd0041 rev 8 is compatible to 0.035", it was used a gw 0.035" and it passed freely. (B)(4). Device was inserted through a csi of 7fr required per procedure pd0041 rev 8 without any difficulty or resistance, also a guide wire of 0.035" was inserted in the guide wire lumen and no difficulties were observed, gw per pd0041 rev 8. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Second device will be evaluated under (B)(4). As part of the investigation of the recent complaint received for stent offset/out of position for the pg on opta pro, it was reviewed which controls are in place. And after a visit to the pg on opta pro process, it could be found which controls are in placed in order to detect any a stent anomaly before leaving the facility. (B)(4). The reported stent delivery system impeded failure was not confirmed and stent dislodged failure was confirmed. However the exact cause of the stent dislodged could not be determined; neither the DHR review nor the analysis suggests that the reported failure reported by the customer is related to the manufacturing process. Controls are in placed to detect stent out of position before leaving the facility. Therefore, no corrective or preventive actions will be taken. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, as resistance/friction was encountered while inserting the balloon through the rotating hemostatic valve, device interaction/procedural complications may have influenced the event. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9610978-2011-00058 and 9610978-2011-00059.

Event description:
The report received from the affiliate indicated that during angioplasty two 39x90 palmaz genesis stents slipped off the balloon while crossing the sheath valve for both products. The procedure was completed with the same or similar product. There were no adverse consequences for the patient. There were no kinks or other damages noted prior to inserting the product the product into the patient. There was resistance/friction while inserting the balloon through the rotating hemostatic valve. The target lesion was the iliac but the stents never reached the artery as they slipped off the balloons while crossing the sheath valve. The stents were not manipulated during prep and were properly mounted on the system when inspected prior to use. The stent delivery systems were prepped according to IFU guidelines and were used with a 7f sheath. Prior to inserting the stent delivery systems in the catheters the balloons were not inflated or partially inflated and there was no negative pressure applied. The inflation device was in the neutral position when the system was being advanced/withdrawn.

Manufacturer narrative:
Please note that the product is not available for analysis. During angioplasty two palmaz genesis stents slipped off of the balloon while crossing the sheath valve for both products. There were no adverse consequences for the patient. There were no kinks or other damages noted prior to inserting the product into the patient. Resistance/friction was encountered while inserting the balloon through the rotating hemostatic valve. The target lesion was the iliac but the stents never reached the artery as they slipped off the balloons while crossing the sheath valve. The stents were not manipulated during prep and were properly mounted on the system when inspected prior to use. The stent delivery systems were prepped according to IFU guidelines and were used with a 7f sheath. Prior to inserting the stent delivery systems in the catheters the balloons were not inflated or partially inflated and there was no negative pressure applied. The inflation device was in the neutral position when the system was being advanced/withdrawn. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15249682 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15249682. Sds-assy genesis subassembly lot 15248620 was reviewed and no units were rejected during the assembly of this lot. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The stent crimped process was reviewed and the parameters were found according to specification. The stent retention values were reviewed and it was found that the results were accepted according to specification. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, as resistance/friction was encountered while inserting the balloon through the rotating hemostatic valve device interaction/procedural complications may have influenced the event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9610978-2011-00058 and 9610978-2011-00059.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15249682 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15249682. Sds-assy genesis subassembly lot 15248620 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. The stent crimped process was reviewed and the parameters were found according to specification. The stent retention values were reviewed and it was found that the results were accepted according to specification. This is one of two devices associated with the reported event that were submitted under the following manufacturer numbers 9610978-2011-00058 and 9610978-2011-00059.